Event description:
Customer stated that a patient sample typed jkb+ by ivd hea assay, however, typed jkb by serology testing. This is a supplemental report for (B)(4).

Manufacturer narrative:
Package insert limitation: "false positive and/or invalid results may be generated in rare cases where a sample contains examples of molecular events that affect the blood-group antigen expression and phenotypes and the nucleotide changes associated with these events are not explicitly monitored by the assay. Examples include dna-sequence variations including premature stop codon, snp leading to missense change in amino acid, hybrid genes, modifying genes; changes at the rna transcription level including alternative splicing; reduced protein expression, etc. Known phenotypes are knull, jknull (jknull has a prevalence of up to 9% among polynesians), rhnull, rh hybrids, kmod, co(a-,b-), in(lu), lu(a-,b-) and gp hybrids. Presence of a c.179_180del (ser60fs) mutation linked with the fy(b) allele may change the fy(b) antigen expression and lead to a false positive result." In this case the patient was reported to be (B)(6) decent. Blood sample was sent for sequencing on (B)(6) 2014. Awaiting sequencing results. (B)(6) 2014 - sequencing results revealed that the sample had the jk null mutation, which is listed as a limitation in our precise type hea test as stated in the limitations section of the package insert. Above you will find a direct quotation from the limitation section of the package insert. Please refer to attached complaint report summary for details on sequencing results.